Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 4.00 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified distal damage. Strut segment 1 from the distal end of the device was lifted and pulled in a proximal direction. The remainder of the stent was undamaged. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed no issues with the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left main artery. A 24 x 4.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. During withdrawal, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the left main artery. A 24 x 4.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. During withdrawal, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.